Event description:
It was reported that the patient was referred for revision surgery due to high impedance. It was reported that the high impedance was first observed in (B)(6) 2012, but that "other medical issues"; lead the patient's mother to wait on vns revision. Surgery is planned, but has not occurred to date. No additional information has been received to date.

Manufacturer narrative:
This information was inadvertently reported incorrectly on initial MFR. Report.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient's device was programmed off on (B)(6) 2014. No known interventions have occurred to date.

Manufacturer narrative:
The initial report inadvertently did not report the date that the high impedance was first observed as found in the in-house programming database.

Event description:
Additional information was received indicating that the vns patient was referred for surgery but no known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received that the patient underwent full revision surgery on (B)(6) 2015. The patient generator was first replaced and high impedance was observed with the new generator and old lead. The surgeon then observed a break in the electrode in the neck. The lead was then replaced and the impedance with the new generator and lead was within normal limits (1114 ohms). The explant facility will only release the explanted devices to the patient and not to the manufacturer. The explanted products have not been received to date.